Manufacturer narrative:
Corrected report date to 11dec2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported a ventilator in which the touch screen would not calibrate. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this event.

Manufacturer narrative:
Date received by MFR: 22nov2019. Philips field service engineer (fse) performed troubleshooting and confirmed the reported problem. The fse replaced the touchscreen to resolve this issue. The determination could be made, that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Philips field service engineer (fse) performed troubleshooting and confirmed the reported problem. The fse replaced the touchscreen to resolve this issue. The determination could be made, that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.